Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional later reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional later reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken and opening on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.